Event description:
It was reported, episodes of noise were observed on the right ventricular (rv) lead. Technical support was contacted and a lead revision was recommended. No intervention has been performed. The patient was stable and will continue being monitored.